Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that an aleutian tlif ii straight inserter was observed to contain foreign residue intra-operatively. The device was then re-sterilized and cleaned. The procedure was completed successfully with a 60 minute surgical delay.